Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited high out of range shock impedance measurements greater than 125 ohms. Boston scientific technical services (ts) reviewed the trend data in the remote home monitoring system and noted that measurements have displayed an up and down pattern and had been out of range earlier in the year and then returned to normal limits until recent measurements. Ts discussed troubleshooting options. This product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into the hospital and commanded shocks were delivered to test the system. Shock impedance measurements were noted to be stable and within normal limits at 70-75 ohms. The patient was sent home and the physician will continue monitoring. No additional adverse patient effects were reported.